Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported an unspecified low sensor reading, with the customer experiencing symptoms of dizziness, sweating, and loss of consciousness. The customer had contact with a healthcare professional who obtained a healthcare meter glucose result of 51 mg/dl and treated customer with glucose via IV, dextrose, and 2 sodas. Low scan readings are indicative of hypoglycemia; however, as the customer did not provide sensor readings from time of event, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported an unspecified low sensor reading, with the customer experiencing symptoms of dizziness, sweating, and loss of consciousness. The customer had contact with a healthcare professional who obtained a healthcare meter glucose result of 51 mg/dl and treated customer with glucose via IV, dextrose, and 2 sodas. Low scan readings are indicative of hypoglycemia; however, as the customer did not provide sensor readings from time of event, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.